Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) when the patient was registered using a registration probe the accuracy was good but surgeon observed an inaccuracy while navigating with other instruments. Surgeon registered the patient three times and with each registration the accuracy improved. The inaccuracy was still observed after three registrations but the surgeon opted to complete the procedure by taking the inaccuracy into account. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.